Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump did not detect the filled insulin cartridge during the pump load step. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation a load step malfunction and loss of prime with non-zero force were verified in black box. Testing was unable to rewind and load due to a load step malfunction. Force sensor calibration was out of specification low. Removed pump from case and removed force sensor from motor assembly. The force sensor plate was contaminated with a green substance. Force sensor plate resistance reading out of specification high. Unrelated to this complaint, the battery compartment was cracked from the threads to case seal.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.